Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The balloon of this 3.50x15mm apex balloon catheter ruptured. There were no reported patient complications. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).